Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: removal of adhesions caused from the mesh, lysis of adhesions, thickened mesh, additional surgery, pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions: d17: appropriate term/code not available for "withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. Previous patient codes (1695, 1994, 3191 other code used for "thickened mesh") were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity: 2009: 230 lbs., bmi 42.1. (B)(6) 2011: 229 lbs., bmi 41.9. (B)(6) 2012: 231 lbs., bmi 42.3. (B)(6) 2014: 228.7 lbs., bmi 41.8. (B)(6) 2016: 236 lbs., bmi 43.2. Gastroesophageal reflux disease [gerd]. Diabetes mellitus type ii: (B)(6) 2017: metformin. (B)(6) 2012: ventral abdominal wall hernia with nonobstructed bowel within it. (B)(6) 2013: small umbilical hernia with herniated small bowel without obstruction. Prior surgical procedures: 1994: cesarean section. 1998: cesarean section and end colostomy [not confirmed in the medical records]. 2001: hysterectomy. Unknown date: appendectomy. Unknown date: laparotomy for suspected pelvic mass. Implant preoperative complaints: (B)(6) 2007: indications: ¿... Who had a previous cesarean section incision scar of her vertical midline from the umbilicus to the suprapubic region. She was having abdominal pain in this area worsening over the last several weeks. Physical examination confirmed a hernia defect. We went ahead and proceeded with surgery.¿ implant procedure: diagnostic laparoscopy, extensive lysis of adhesions, repair of abdominal wall hernia mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp02/04964878) 8 cm x 12 cm. Implant date: (B)(6) 2007. Description of hernia being treated: ¿using the veress needle technique we made a small 1.5 cm transverse incision in the left upper quadrant. The veress needle was placed in a [sic] tested with normal saline and found to be in good position. We then insufflated the abdomen to a co2 pressure of 15 mmhg and then placed in a 5 mm trocar and a 5 mm 30 degree scope. We looked around and saw that she had multiple adhesions up near the abdominal wall. We were able to then place in a 5 mm trocar in the left lower quadrant and then used the harmonic scalpel to lyse these adhesions. This took approximately 35 to 45 minutes to lyse all of these adhesions off of the abdominal wall. There was no active bleeding as we controlled with harmonic scalpel. We then placed in a 5 mm trocar in the right upper quadrant and then I was able to examine the defect. The defect was at least 5 x 6 cm noted.¿ implant size and fixation: ¿we used a 10 x 15 cm piece of gore-tex dual mesh plus . We fashioned it accordingly and place two 0 gore sutures on the north and south sides of the mesh. We rolled it up and placed in the left upper quadrant port site. We then unraveled it laparoscopically in the peritoneal cavity and placed it over the defect covering it 3 cm on all sides. We then tacked the mesh to the abdominal wall using the gore suture passer tieing [sic] sutures in a transfacial [sic] fashion. We then used the protac [sic] to tack the mesh to the abdominal wall without difficulty. Multiple tacks were used to tack the mesh in place . After that was done, we looked around and saw no abnormalities. We saw no defects. We saw no bleeding. The mesh covered completely around the umbilicus and the lower aspect of her midline incision was covered with the mesh. We then went ahead and placed on-q pain catheters both in the inferior aspects of the abdomen both in the right and left sides. These were seen going up the preperitoneal space laparoscopically. After that was done, we then went ahead and looked around. We saw no further abnormalities. We saw no defects. We saw no bleeding. We then removed all port sites under direct visualization, deflated the abdomen and closed all three port site fascial skin incisions with 4-0 monocryl and dermabond dressings were applied. The patient tolerated the procedure well.¿ relevant medical information: (B)(6) 2010: CT abdomen/pelvis. Abdominal pain. Note is made of evidence of previous ventral repair in the anterior pelvic wall without evidence of recurrent hernia. Unknown date: bilateral salpingo-oophorectomy, hernia repair with mesh removal. [No records provided.] (B)(6) 2012: CT abdomen/pelvis: ¿worsening abdominal pain. Postsurgical changes are also seen metallic coils indicative of prior hernia repair. Just superior to these changes an isolated loop of small bowel was seen herniating through what appears to be a relatively narrow defect in the anterior abdominal wall. Impression: herniation of single isolated loop of small bowel through a small defect in abdominal wall just above this region.¿ (B)(6) 2012: laparotomy. Lysis of adhesions. Repair of ventral abdominal wall hernia. ¿there was a quarter-sized defect with incarcerated small intestine. I freed up the small intestine above and below the fascia and then freed it up for about 1.5 cm underneath the fascia circumferentially with meticulous dissection, as the adhesions were fairly dense. Care was to avoid any serosal injuries to the bowel. Once the bowel was reduced, I repaired the defect with two interrupted #0 prolene sutures and then tacked the sutures down with interrupted #3-0 vicryl sutures so they would not stick up and poke the patient.¿ (B)(6) 2013: CT abdomen/pelvis: ¿abdominal pain periumbilical region. Impression: postoperative changes. Hepatic steatosis. Small umbilical hernia with herniated small bowel without obstruction.¿ (B)(6) 2013: laparotomy. Lysis of adhesions. ¿there was small bowel adhesed to the undersurface of the fascia and these adhesions were meticulously and delicately lysed with metzenbaum scissors. I could then palpate underneath the umbilicus. I did not feel any hernia defect. The tissue there was a little bit thinner than just below that as below that the patient had previous hernia repair by dr. (B)(6) with mesh. I could see protack staplers in the fascia there. The mesh was quite thickened along the anterior abdominal wall infraumbilically . After I freed up the small bowel and was positive there were no hernia defects, I closed the wound with interrupted figure-of-eight #1 prolene sutures. Care was taken to avoid catching any intestinal contents in the suture while I was placing them and then I pulled them up while I had retractor in the abdomen or the reverse end of forcep to keep the bowel from getting caught within the suture while pulling them up. Once these were tied, the wound was irrigated with a liter of antibiotic irrigation. The subcutaneous tissue was closed interrupted #0 vicryl suture in the deep layer and interrupted #3-0 vicryl subcutaneous sutures and then the skin was closed with staples. (B)(6) 2014: ultrasound right upper quadrant abdomen. Pain right upper quadrant and epigastric region of abdomen. Impression: cholelithiasis. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: (B)(4). Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04964878. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for hysterectomy, appendectomy, cesarean sections, and previous laparotomy, were not provided. (B)(6) 2007: operative summary. ¿pre op diagnosis: abdominal wall hernia, incisional abdominal wall hernia. Post op diagnosis: incisional abdominal wall hernia, abdominal wall adhesions. Operative procedure: diagnostic laparoscopy, extensive lysis of adhesions, repair of abdominal wall hernia mesh. Anesthesia: general. Estimated blood loss: less than 25 cc. Complications: none.¿ indications: ¿the patient is a 41-year-old black female who had a previous cesarean section incision scar of her vertical midline from the umbilicus to the suprapubic region. She was having abdominal pain in this area worsening over the last several weeks. Physical examination confirmed a hernia defect. We went ahead and proceeded with surgery. Description of procedure: ¿using the veress needle technique we made a small 1.5 cm transverse incision in the left upper quadrant. The veress needle was placed in a [sic] tested with normal saline and found to be in good position. We then insufflated the abdomen to a co2 pressure of 15 mmhg and then placed in a 5 mm trocar and a 5 mm 30 degree scope. We looked around and saw that she had multiple adhesions up near the abdominal wall. We were able to then place in a 5 mm trocar in the left lower quadrant and then used the harmonic scalpel to lyse these adhesions. This took approximately 35 to 45 minutes to lyse all of these adhesions off of the abdominal wall. There was no active bleeding as we controlled with harmonic scalpel. We then placed in a 5 mm trocar in the right upper quadrant and then I was able to examine the defect. The defect was at least 5 x 6 cm noted. We used a 10 x 15 cm piece of gore-tex dual mesh plus. We fashioned it accordingly and place two 0 gore sutures on the north and south sides of the mesh. We rolled it up and placed in the left upper quadrant port site. We then unraveled it laparoscopically in the peritoneal cavity and placed it over the defect covering it 3 cm on all sides. We then tacked the mesh to the abdominal wall using the gore suture passer tieing [sic] sutures in a transfacial fashion. We then used the protac to tack the mesh to the abdominal wall without difficulty. Multiple tacks were used to tack the mesh in place. After that was done, we looked around and saw no abnormalities. We saw no defects. We saw no bleeding. The mesh covered completely around the umbilicus and the lower aspect of her midline incision was covered with the mesh. We then went ahead and placed on-q pain catheters both in the inferior aspects of the abdomen both in the right and left sides. These were seen going up the preperitoneal space laparoscopically. After that was done, we then went ahead and looked around. We saw no further abnormalities. We saw no defects. We saw no bleeding. We then removed all port sites under direct visualization, deflated the abdomen and closed all three port site fascial skin incisions with 4-0 monocryl and dermabond dressings were applied. The patient tolerated the procedure well. There were no complications.¿ the records confirm a gore®dualmesh®plus biomaterial (1dlmcp02/04964878) was implanted during the procedure. Records between (B)(6) 2017 and (B)(6) 2012 were not provided. (B)(6) 2012: history & physical. Cc: abdominal pain. Hpi: ¿[the patient] is a 46-year-old, black female who presented secondary to abdominal pain. She had pain for the past week. She saw dr. (B)(6) last week. He ordered a pelvic ultrasound. She had a prior hysterectomy and bilateral-oophorectomy many years ago. She has a previous surgical history significant for two cesarean sections. She had partial hysterectomy followed by complete hysterectomy. She had a laparotomy for suspected pelvic mass, which turned out to be a fluid collection, and then she had ventral abdominal hernia repair prior to that by dr. (B)(6). She has been having crampy lower abdominal pain for the past week. It became worse over the past few days, and she presented to the emergency room. She has no nausea or vomiting. No fever, chills, or sweats. No diarrhea or constipation.¿ ¿medications: metformin.¿ pmh: ¿non-insulin dependent diabetes.¿ psh: ¿hysterectomy. Appendectomy.¿ exam: unremarkable except; ¿weight 228, abdomen: soft. She has mild tenderness just above the umbilicus with palpation. There is no guarding, rebound, or rigidity. No masses appreciated. I could not feel a hernia.¿ ¿radiologic data: 1-cat scan showed small bowel herniated just above the umbilicus. There is no obstruction as the contrast is moving into the colon. There is no dilated small bowel. Admission impression: 1-abdominal pain. 2-small bowel herniating and ventral abdominal hernia. Admission plan: the patient has a herniation of small bowel in this ventral abdominal hernia. I think this could be contributing to her pain. Certainly some of the scar tissue from multiple surgeries could also be doing it. As this has been worsening, I recommend we admit her and proceed with ventral abdominal wall hernia repair in the morning. I do not think it is emergent.¿ ¿she is not vomiting, and there is no sign of obstruction on the cat scan. I discussed the risk and benefits of ventral abdominal hernia repair with her including bleeding, possible use of mesh but not definitive use of mesh, possible bowel injury, possible bowel resection, recurrence, pneumonia, use of general anesthesia, infection requiring removal of the mesh, and again possible injury to the bowel. Informed consent was obtained. She is going to discuss with her husband to make sure he is okay with it. We will go ahead and admit her and proceed with preparations.¿ (B)(6) 2012: operative summary. ¿preoperative diagnosis: ventral abdominal wall hernia. Postoperative diagnosis: 1. Ventral abdominal wall hernia. 2. Incarcerated small bowel. Operative procedure: 1. Laparotomy. 2. Lysis of adhesions. 3. Repair of ventral abdominal wall hernia. Anesthesia: general anesthesia. Estimated blood loss: less than 50 cc. Fluids: approximately 1000 cc crystals. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and identified. General endotracheal anesthesia administered by the anesthesia department. A foley catheter and pneumatic compression stocking were placed by the nursing department. The abdomen was cleaned and prepped with a sterile scrub sponge and cleaned and prepped with chloraprep and a sterile field applied in the usual sterile fashion. A supraumbilical incision was carried down over the top near where the hernia was noted on the cat scan. Dissection was carried down though the subcutaneous tissue with bovie electrocautery. There was a quarter-sized defect with incarcerated small intestine. I freed up the small intestine above and below the fascia and then freed it up for about 1.5 cm underneath the fascia circumferentially with meticulous dissection, as the adhesions were fairly dense. Care was to avoid any serosal injuries to the bowel. Once the bowel was reduced, I repaired the defect with two interrupted #0 prolene sutures and then tacked the sutures down with interrupted #3-0 vicryl sutures so they would not stick up and poke the patient. The wound was irrigated with approximately a liter of sterile saline with antibiotics. The subcutaneous tissue was closed with interrupted #0 and #2-0 vicryl subcutaneous sutures and the skin closed with running #4-0 monocryl subcuticular stitch. Dermabond and sterile dressings were applied. The instrument and sponge counts were correct, at the end of the case. The patient tolerated the procedure well.¿ (B)(6) 2013: operative summary. ¿preoperative diagnosis: 1. Abdominal pain. 2. Small umbilical hernia on cat scan. Postoperative diagnosis: 1. Intraabdominal adhesions. 2. No umbilical hernia. Operative procedure: 1. Laparotomy. 2. Lysis of adhesions. Anesthesia: general. Estimated blood loss: less than 50 cc. Fluids: approximately 800 cc crystals. Urine output: approximately 175 cc. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and identified. General endotracheal anesthesia administered by the anesthesia department. A foley catheter and pneumatic compression stockings were placed by the nursing department. The abdomen was cleaned and prepped with a sterile scrub sponge and cleaned and prepped with chloraprep and a sterile field applied in the usual fashion. The incision was carried down from just above the umbilicus to just below the umbilicus with a #10 blade. Dissection was carried down through the subcutaneous tissue with bovie electrocautery. The fascia was divided just to the right of the umbilicus with bovie electrocautery. The peritoneal layer was grasped with hemostats times two and divided with metzenbaum scissors and the peritoneal cavity was entered. There was small bowel adhesed to the undersurface of the fascia and these adhesions were meticulously and delicately lysed with metzenbaum scissors. I could then palpate underneath the umbilicus. I did not feel any hernia defect. The tissue there was a little bit thinner than just below that as below that the patient had previous hernia repair by dr. Simon with mesh. I could see protack staplers in the fascia there. The mesh was quite thickened along the anterior abdominal wall infraumbilically. After I freed up the small bowel and was positive there were no hernia defects, I closed the wound with interrupted figure-of-eight #1 prolene sutures. Care was taken to avoid catching any intestinal contents in the suture while I was placing them and then I pulled them up while I had retractor in the abdomen or the reverse end of forcep to keep the bowel from getting caught within the suture while pulling them up. Once these were tied, the wound was irrigated with a liter of antibiotic irrigation. The subcutaneous tissue was closed interrupted #0 vicryl suture in the deep layer and interrupted #3-0 vicryl subcutaneous sutures and then the skin was closed with staples. Antibiotic ointment, adaptic 4 x 4 gauze dressing was applied. The patient tolerated the procedure well and was extubated in the operating room and taken to the recovery room in stable condition.¿ there is no mention of device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6) health. (B)(6) md. Office visit. Upper abdominal pain, few months, getting worse. Crampy left-sided abdominal pain as well. Plan: has cholelithiasis symptoms consistent with cholecystitis. Recommended cholecystectomy. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) healthcenter. (B)(6) md. Radiology- us pelvic. Impression: large amount of fluid with echogenic debris within the fluid present in the pelvis with maximal vertical dimension of fluid being 10 cm. (B)(6) 2010: (B)(6) healthcenter. (B)(6) md. Radiology-CT abdomen/pelvis. Reason for procedure: abdominal pain. No free ascetic fluid noted. Note is made of evidence of previous ventral repair in the anterior pelvic wall without evidence of recurrent hernia. [Possible missing records: records for ¿bilateral salpingo-oophorectomy, hernia repair with mesh removal¿ were not provided.] (B)(6) 2010:(B)(6) family medicine inc. (B)(6) md. Office visit. Epigastric abdominal pain, belching with acid taste in mouth for last several weeks. Impression: gastroesophageal reflux disease, epigastric abdominal pain. (B)(6) 2010:(B)(6) healthcenter. (B)(6) md. Radiology ¿ ultrasound abdomen. Indication: abdominal pain. Impression: at least moderate diffuse fatty infiltration in liver. (B)(6) 2010:(B)(6) family medicine inc. (B)(6) md. Office visit. Presents with abdominal pain. Ultrasound normal. H. Pylori antigen elevated. Reports symptoms exactly the same as last visit. Plan: trial of triple therapy for what is likely h. Pylori related gastritis. (B)(6) 2010:(B)(6) family medicine inc. (B)(6) md. Office visit. Stomach pain gone, now just burning reflux symptoms. Finished all h. Pylori meds. Impression: gastroesophageal reflux disease. (B)(6) 2011:(B)(6) family medicine inc. (B)(6) , md. Office visit. Wants referral to dr. Allen. Reports gi symptoms still present. Generalized abdominal pain. Impression: gastroesophageal reflux disease, gastritis, epigastric abdominal pain. (B)(6) 2011: (B)(6) gastroenterology, pc. (B)(6) md. Letter. Upper endoscopy today for resistant reflux, exam reveals mostly healed esophageal erosive change. (B)(6) 2012: (B)(6) health center. Physician documentation. Complaints of abdominal pain. Suprapubic area, right lower quadrant and left lower quadrant. Began gradually 1 week ago. Home meds: metformin. History: diabetes. Exam: abdomen; mild tenderness, suprapubic area, right lower quadrant and left lower quadrant. Disposition: hernia abdominal, abdominal pain. (B)(6) 2012: (B)(6) healthcenter. (B)(6) md. Radiology-CT abdomen/pelvis. History: worsening abdominal pain. Findings: surgical scar in the anterior lower abdominal wall. Postsurgical changes are also seen metallic coils indicative of prior hernia repair. Just superior to these changes an isolated loop of small bowel was seen herniating through what appears to be a relatively narrow defect in the anterior abdominal wall. No evidence for surrounding inflammatory change or fluid collection. No evidence for associated obstructive changes. No other acute intra-abdominal inflammatory changes or fluid collections identified. Non contrast evaluation of the remaining abdominal organs are unremarkable. Impression: postsurgical changes in the anterior abdominal wall including an evidence for prior hernia repair. Herniation of single isolated loop of small bowel through a small defect in abdominal wall just above this region. (B)(6) 2012: (B)(6) healthcenter. Dr.(B)(6) physician orders. Discharge home-cancel admit (B)(6) 2012: (B)(6) surgical plc. (B)(6) do. Office visit. Presented with abdominal pain, located suprapubic area. Cramping. Moderately limits activities. Abdomen: overall, wound clean, dry. Plan: has had intermittent abdominal pain mostly in lower abdomen, has ventral abdominal wall hernia with nonobstructed bowel within it. I recommended operative repair, however, I stated she may have some adhesions causing some of her pain and I could not guarantee all of her pain may be relieved by surgery. I did not recommend exploring entire abdomen unless entire incision is noted to be disrupted at time of surgery as she has prior mesh from another physician and we could potentially make this situation worse. Explained risks, benefits of ventral abdominal wall hernia repair with possible use of mesh to patient including bleeding, infection. Informed consent was obtained. Will proceed after medically cleared. (B)(6) 2012:(B)(6) family medicine inc. (B)(6) md. Office visit. Pre-op for umbilical hernia repair. Plan: patient is considered stable to undergo the planned procedure unless labs and studies yet to return unexpectedly dictate otherwise. (B)(6) 2013: (B)(6) health center. (B)(6) , pa-c. Emergency room visit. Abdominal pain located in epigastric area, umbilical area. Sharp. Has experienced similar episodes in past, feels like pain when an abd hernia was repaired. Abdomen: moderate abdominal tenderness, epigastric and umbilical area. Discharged to home. Umbilical hernia-without obstruction or strangulation. Condition stable. (B)(6) 2013:(B)(6) health center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain periumbilical region. There is a midline surgical scar in lower abdomen. Impression: postoperative changes. Hepatic steatosis. Small umbilical hernia with herniated small bowel without obstruction. (B)(6) 2013: (B)(6) family medicine inc. (B)(6) md. Office visit. Preop for abdominal wall hernia repair. Plan: patient is considered stable to undergo the planned procedure unless labs and studies yet to return unexpectedly dictate otherwise. (B)(6) 2014: (B)(6) health center. (B)(6) md. Pathology report. Accession #: ssh-14-295. Pre/postop diagnosis: left labia minora mass. Specimen: a. Left labia minora mass. Diagnosis and interpretation: left labia minora biopsy. Features of granular cell tumor. Comment: significant atypia is not identified. Increased mitoses are not a feature. The lesion extends to the inked margin of resection. An immunostain for s-100 is positive and for pankerratin is negative. Pas and pas-d stains stain cytoplasmic granules, controls stain appropriately, stain findings support the above diagnosis. Microscopic description: microscopic examination has been performed on [illegible] stained sections. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen contents. Left labia minora mass received in formalin is a 0.7 x 0.5 cm irregular triangular fragment of grey brown skin excised to a depth of 0.4 cm. The deep soft tissue is inked black and the specimen is bisected. Also received in the same container is an irregular 1.2 x 0.9 x 0.8 cm fragment of white tan focally hemorrhagic soft tissue. On section this cut surface is white tan and homogenous. The specimen is submitted entirely in block 1. [Poor quality copy] (B)(6) 2014:(B)(6) healthcenter. (B)(6) md. Radiology ultrasound right upper quadrant abdomen. Indication: pain right upper quadrant and epigastric region of abdomen. Impression: cholelithiasis. Gallbladder appears to be mostly filled with stones. Moderately thickened gallbladder wall without abnormal pericholecystic fluid collection. Moderate diffuse fatty infiltration liver without definable focal abnormality. (B)(6) 2014:(B)(6) services, llc. (B)(6) md. Office visit. Surgical evaluation of symptomatic cholelithiasis, chronic cholecystitis, mid-epigastric pain. Says she has had symptoms of reflux for at least 5 years. Pain, nausea, vomiting, bloating present for 2 months. Plan: I have recommended egd. May need to treat reflux disease medically first. Given the gallbladder wall thickness and cholelithiasis, would benefit from laparoscopic cholecystectomy. This can still be done despite her previous surgeries for umbilical hernia. (B)(6) 2014:(B)(6) health center. (B)(6) md. Pathology report. Accession #: ssh-14-1126. Preop diagnosis: reflux. Postop diagnosis: mild gastritis. Specimen: a. Antrum biopsies r/o [rule out] h pylori. Diagnosis and interpretation: gastric antrum, biopsy: 1) minute mucosal fragment showing mild reactive gastropathic features with congestion. 2) no helicobacter pylori identified, on helicobacter immunostain. 3) comment: a helicobacter immunostain control stains appropriately. Microscopic description: microscopic examination has been performed. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s). Received in formalin labeled ¿antrum biopsies rule out h. Pylori¿ is 1 tan tissue portion, 0.2 cm in greatest dimension, which is submitted in toto: cassette 1. (B)(6) 2015: (B)(6) hospitals & physicians. (B)(6) md. Office visit. Abdomen: surgical scars present. Pelvic: left labia minora, subcutaneous with attachment to medical aspect of skin, approximately 1 cm in size, very firm with feelings of calcifications. Unchanged from previous evaluation. Discussed surgical removal. Prefers to defer until after the holidays. (B)(6) 2016: [missing records: procedure for upper endoscopy revealing ¿definitive thickening of the distal esophageal mucosa¿ was not provided.] (B)(6) 2016: (B)(6) gastroenterology, pc. (B)(6) md. Letter. Upper endoscopy today for complaints of throat pain, gets worse when lying down. Revealed definitive thickening of the distal esophageal mucosa, consistent with reflux but not entirely diagnostic of it. In the face of pain while lying down is indeed reflux. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1695, 1994, 3191 other code used for "thickened mesh") were reported based on the original complaint and are no longer applicable per gore¿s investigation. H10/11: updated final codes. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint". This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed.